Event description:
Ous MDR - after an implantation time of about 3 months, suspicion of rv lead defect was reported after repeated vf detections with t-wave oversensing. It cannot be ruled that the defect was caused during the explantation. The lead was explanted. This lead is associated with lumax 340 dr-t, MDR 1028232-2008-00696.

Manufacturer narrative:
Ous MDR - during the lead analysis, it was noted that the outer insulation had been damaged by cuts just proximal of the shunt. The cuts in the outer insulation probably stem from the explantation process. A deformation (squashing) of the outer helix could also be detected at this site. In the process, the outer helix wire had been pressed through the insulation of the inner conductor helix. It could also be noted that the rope of the rv shock coil had become detached from the crimping. More cuts in the outer insulation could be found 23 cm distal of the connector plus pin. The damage manifestation requires increased mechanical stress. Excessive pressure forces are the cause of the deformation of the outer helix. The analysis of the damages at the lead, as well as the analysis of the ICD, did not indicate any manufacturing errors or material defects.